Event description:
The lead was electively explanted. Device analysis reveals j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet no com[plications